Event description:
The customer contacted physio-control to report that their device had a service wrench and a battery icon on the readiness display. Upon attempting to power the device on, the unit would power off by itself. This occurred multiple times during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. The customer later advised physio that the readiness display on their device currently says ok and the device powers on and provides voice prompts. Physio advised the customer that the device is no longer supported by physio-control and recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.